Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012 the reporter contacted animas for a separate issue, and during the course of that call he mentioned his lowest blood glucose (bg) ever while on the pump was 35mg/dl. He states he did not have any signs or symptoms of hypoglycemia. Patient does not recall when this occurred and is unable to provide details of this incident at this time. He remembers that he woke up in the middle of the night to use the bathroom and decided to check his bg. It was at this time that he found the bg at 35mg/dl. He cannot recall at this time what he used to treat the bg. He has continued to use the pump since this incident. The patient admits to hypoglycemia unawareness. This complaint is being reported due the allegation that a patient on insulin pump therapy experienced hypoglycemia.